Event description:
It was reported that the lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this evnet.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation exhibited a breached depression, as well as a cosmetic depression. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism.